Event description:
It was reported that during surgery inlay patella reaming and the depth stop slipped, resulting in over reaming of the patella. Surgeon was able to bone graft the defect and then cement the implant. Delay of 20 minutes reported. Surgeon states he needs to wait to see if any issue occurred as the patient recuperates.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this event has already been reported under reference number 1020279-2019-01333, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The new information states that this event has already been reported under reference number 1020279-2019-01333, therefore, it was determined that this case does not meet the threshold for reporting and is duplicate event. If further details are provided, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. No further investigation warranted for this complaint.